Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no button response. Customer's blood glucose level was unknown. Customer reported when press the back arrow button there was no response and button hard to press several times. Customer stated that numbers are not ramping on their own. Customer stated that there was no response from any button, the insulin pump was not exposed to the change in altitude. Customer was advice to monitor the time display and customer stated the minutes was change. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.